Event description:
It was reported this peripherally inserted central catheter (PICC) was successfully placed for chemotherapy administration. It was noted by a nurse in 2001 the catheter had catheter at the insertion site. The pt was sent to surgery, where retrieval of the catheter utilizing a snare was successful and without any pt complications. Another PICC was successfully placed. The pt's condition is good. This device has not been received for evaluation. Therefore, a failure analysis is not available. The co believes initial placement, user technique, during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.